Event description:
Dealer is stating chair seems to have joystick problems. Sometimes, it takes several attempts to get it to turn on, and it will jump from mode 1 to mode 2 or 3, and you can't choose any other speed. Sometimes you cant get it to turn off, and the charger is not working.